Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient said they had tingling down their arm and a loss of therapy control (symptoms return). The patient reported dancing vigorously and had one fall. They felt an extra wire loop. Impedance checks were performed and contact 1 showed an open circuit. X-rays were taken and the radiologist stated there was a disconnect in the system. The neurologist programmed the patient around the open circuit contact #1 in an effort to gain therapeutic control while minimizing side effect. It was unknown if the issue resolved. The patient was referred to the neurologist for a follow up appointment but one was not made yet. There were no further complications reported.